Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0440 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported facility found difficult in infusion so that they made a thoracic rx. They found a loop near the articulation sterno- claveal, making a doppler thay found trombosis of device. No other information was provided.